Manufacturer narrative:
Follow-up # 1 date of submission 9/9/2013-device evaluation: the pump has been returned and evaluated by product analysis on 8/15/2013 with the following findings: testing confirmed intermittent response to button presses on the 'up', 'down', 'ok' and 'contrast' buttons. Multiple button presses with increased force applied are required before the 'up', 'down', 'ok' and 'contrast' buttons engage. Contamination was present under the contacts of all buttons. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter stated that the keypad buttons had been delayed in response and were now unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.